Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, nausea, vomiting and cloudy pd effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1g, every 5th day, discontinued), and ceftazidime injection (1 gm, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.